Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Aneurysm enlargement. Also implanted in the pt pct231216/lot# 032240205.

Event description:
As reported, in 2004, this pt was implanted with gore excluder aaa endoprostheses. At an unknown date aneurysm enlargement was noted due to an unidentifiable type I endoleak. One month earlier, the devices were explanted. Three weeks later, the pt presented with post-operative fluid collection. The pt is doing well.